Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted with signs and symptoms of hemolysis including, hematuria, elevated ldh (>5,000), increase heart failure signs/symptoms and liver dysfunction. The center suspected pump thrombosis secondary to a long-standing systemic yeast infection. The pt was admitted to the ICU, intubated and sedated. The center reported the pt was "too sick" to under-go a pump exchange. The pt expired on (B)(6) 2014.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.